Event description:
Material#: 305916 batch number#: 3352629. It was reported by customer that sealed package. Needle is dirty. Verbatim#: rcc received a complaint via email. Email(s) attached. Sealed package. Needle is dirty. Product number - 305916, lot number - 3352629.

Manufacturer narrative:
One sample was received in a sealed packaging blister. Visual inspection was performed, and foreign matter was observed. The packaging blister bottom web inner wall and the needle assembly plastic shield have residues of equipment lubricant. No other defect or imperfection was observed. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. The probable root cause is that the feeder of the packaging process had residues of equipment lubricant inducing the symptom reported by the customer and not detected in the next processes. The sample will be shown to the associates for awareness. A device history record review was completed for provided lot number 3352629 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material#: 305916 , batch number#: 3352629. It was reported that the bd safetyglide had foreign matter. The following information was provided by the initial reporter: "sealed package. Needle is dirty.". Verbatim#: rcc received a complaint via email. Email(s) attached. Sealed package. Needle is dirty. Product number - 305916. Lot number - 3352629. Additional information provided: what is the date of event? May 3, 2024 did the product used on the patient? If yes, describe any patient harm, injury, complication or negative outcome that occurred because of the event. Product was not used on patient. Product concern was identified before use any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? A sample is available. Shipping address is 10670 ne cornell rd suite 300 hillsboro, or 97124

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.